Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. No report of patient involvement. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.